Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user reported a low blood glucose (bg) event the prior night, with a lowest blood glucose (bg) of 50 mg/dl. The low bg was corrected with 20 grams of carbohydrate snack. The user had not announced a meal beforehand, which led to corrective boluses contributing to the overnight low bg. The agent explained that the ilet suspends insulin delivery during low bg events. Blood glucose (bg) was corrected with carbohydrate intake. No symptoms during event were experienced by the user, and no outside assistance, or medical intervention were reported.